Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a greater than 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure, a CT revealed that the endurant stent graft bifurcate had infolding below to proximal end of the stent graft. No endoleak was observed. Per the physician's statement, the cause is unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Product analysis results are: the exact cause of the infolding and thrombus seen in the bifurcate aortic body could not be conclusively determined from the films provided. Films during implant were not available for review. The stent graft may have been oversized and implanting the 36 mm stent graft inside a narrow aortic neck that contained large amount of thrombus may have caused the infolding. Although no issues were reported at implant, it could not be ruled out if the infolding may have initially occurred during implant, which would have been the most likely scenario. The cause of the thrombus seen lining the wall of the bifurcate aortic body may be related to possible flow disturbance from infolding. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.